Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced a skin flap infection. The recipient reportedly scratched the incision site with a hairbrush followed by her pet cat licking the incision site. The recipient's device was explanted.

Manufacturer narrative:
The recipient has reportedly fully recovered. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient presented with a fever, purulent drainage, and pain 7 days post-op. A CT revealed an abscess. The recipient was hospitalized for 7 days and treated with routine wound cleaning's and IV antibiotic treatment for 4 days before explanting. The recipient was discharged to a rehab facility. The recipient is healing well. The recipient will be reimplanted at a later date. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.